Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a pump exchange due to driveline infection. Additional information was requested but not provided.

Manufacturer narrative:
The explanted pump was not returned by the user facility. A correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.